Event description:
It was reported that customer received a no delivery alarm. It was also reported that customer received a motor error alarm during bolus. Customer's blood glucose was 134 mg/dl. Customer was not exposed to MRI and does not use sensor. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.